Manufacturer narrative:
This report is being submitted as follow up no 1 to provide an update to the and to provide the completed investigation results. One used large tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed that the there was no anomalies were noted with the tr band inflator. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was then carried out on the device. The returned tr band inflator was used to inflate the tr band with 15 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the air inlet port. The inflated band was left aside for 21 hours (greater than 12 but less than 24 hours). After 21 hours, the tr band was deflated, and 14 ml of air was measured which conforms to the required specification of gerater than 13ml. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while the tr band would inflate with no issue, as soon as the syringe was removed the air would come out of the band completely. The procedure outcome was good using another band. The patient was in good condition.